Event description:
It was reported that during a lobectomy, 2 staples at the end were not closed, which caused bleeding. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2204. D4: batch # 360c55. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The batch (360c55) history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No.